Manufacturer narrative:
(B)(6). Sample has been requested from customer, if the sample is received, a sample of a investigation results will be provided in a supplemental report. Referencing related medwatch report: 2936999-2014-00169.

Event description:
Caller reported the customer had to insert the nasotracheal tube beyond the normal bend point for an effective seal. Covidien is attempting to gather further details associated to the circumstances of this report. Investigation efforts are ongoing.